Event description:
Dexcom g6 sensor adhesive with my last two sensors caused a bad itchy, bumpy red rash. I have not had contact dermatitis before. I have used the sensors for several years without a problem. The first sensor was inserted (B)(6) 2020, removed (B)(6) 2020, the second sensor (lot number 5268612, code (B)(4)) was inserted (B)(6) 2020, removed (B)(6) 2020. All pictures where taken (B)(6) 2020. FDA safety report ID # (B)(4).